Event description:
It was reported that this right ventricular lead experienced dislodgement. Due to this, the lead exhibited oversensing and consequently delivered inappropriately a shock due to an atrial arrhythmia episode. It was decided to explant the lead and another one was implanted instead. The lead is not expected to return for analysis. No additional adverse patient effects were reported.